Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the misload and nitinol protrusion occurred on the same dcs, and the valve was not fully loaded with the nitinol protrusion.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a misload was identified visually due to a frame node overlap to the fourth node. A new valve was loaded into the misloaded delivery catheter system (dcs). The inflow strut of the valve was possibly protruding through the dcs. Subsequently, a new valve was used for implant. A 15-minute procedural delay was reported. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; product ID: evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012202118); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.